Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 1056t competitor implantable pacing lead (B)(6) 2008; 5076-52 implantable pacing lead (B)(6) 2003; c154dwk implantable cardioverter defibrillator (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had noise. The lead was capped and was replaced with a new lead. No patient c omplications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.